Event description:
The original procedure done in 2000 was repair of a hidphragmatic hernia. Reportedly, the pt had a re-operation due to erosion of the esophagus and mesh had been used during the original procedure.